Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient required external defibrillation out of a wide complex tachycardia rhythm. The implantable cardioverter defibrillator (ICD) device withheld therapy for onset as v-v intervals were still regular. Reprogramming was performed to turn off onset and to lower the vt detection zone. The device remains in use. No patient complications have been reported as a result of this event.